Manufacturer narrative:
Disposable cooling catheter system (ccs) returned to manufacturer for investigation and are currently under analysis. On 11/02/2016 medtronic visualase representative confirmed the visualase thermal therapy system was fully functional.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy brain procedure, the catheter was melted and fiber charred during the second track of ablations. The surgeon used one fiber. Charred occurred and identified during second track's ablation. Once the phase reference was re-set, the surgeon allowed the fiber to cool back down to baseline. There were 2 catheter trajectories, each catheter tracked 10 ablations. The procedure went as expected, there were no differences. Another disposable was opened to continue the procedure. The surgeon completed the procedure with the use of the thermal therapy system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The evaluation of the suspect cooling catheter system (ccs) was completed. Testing found that the ccs melted through at the burn out. The inner lumen of the ccs was found to be full of black particles suggesting the presence of smoke. This indicated a mechanical issue due to a laser malfunction.